Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
It was reported "when they use the circuits with this lot number, the vent throws an alarm until the circuit is changed to one not from this lot number. Pt care is not affected except by the alarm noise. No clinical deterioration". Patient condition reported as "fine".

Manufacturer narrative:
Qn#(B)(4). The customer returned one niv circuit part number 870-98kitf (22mm heated niv circ kit w/filter) for analysis. A visual exam was performed and no defects were observed. Leak testing and resistivity/continuity testing were also performed and the sample passed the tests. The complaint cannot be confirmed. There were no issues found with the returned device. The device functioned as intended. Corrected data: section h.8.-usage of device corrected to 'initial use of device'.

Event description:
It was reported "when they use the circuits with this lot number, the vent throws an alarm until the circuit is changed to one not from this lot number. Pt care is not affected except by the alarm noise. No clinical deterioration". Patient condition reported as "fine".